Event description:
It was reported when using the pyxis medstation es system, incorrect quantity of medication dispensed. The customer reported that a medication was intended to dispense a quantity of two, as indicated by the epic software, which communicated this request to the pyxis system. However, the device instructed the user to remove quantity one. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an incorrect quantity of medication had been dispensed. A technical support specialist (tss) dialed into the es server, attempted to locate the patient ID provided by the customer, and confirmed that the visit was in an auto-discharged status with no active orders. The tss then called the customer to request a visit ID that included orders for the specific medication in order to check the order messages. The customer mentioned that the site was not responsive with the correct visit ID and gave permission to close the case. Based on the customer¿s response, the technical support specialist closed the case.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, incorrect quantity of medication dispensed. The customer reported that a medication was intended to dispense a quantity of two, as indicated by the epic software, which communicated this request to the pyxis system. However, the device instructed the user to remove quantity one. There were no adverse events or injuries reported based on this incident.